Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly. A new brady lead was placed with the same model. No adverse patient effects were reported.